Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that they were seeing the message on the patient programmer that the batteries for the patient programmer needed to be changed. It was recommended that they change the aaa batteries on the patient programmer. The patient did not have batteries available during the call. The patient did not feel stimulation, they stopped feeling stimulation on (B)(6) 2015. Other relevant medical history includes spinal pain and failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.